Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer's insulin pump had a blank display and issues with the battery. Customer's mother was unable to troubleshoot at time of call. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.